Event description:
The facility reported an infusion pump with a failure code 570. Info was not provided regarding whether or not the device was in pt use when the event occurred. The hosp rep did not have info regarding reports of any pt incident involving this pump since the last baxter svc event. No add'l info available.

Manufacturer narrative:
The device has been requested by baxter quality management for eval but has not been rec'd. Should the pump be rec'd for eval, a f/u report will be filed upon completion of the eval or if add'l info becomes available. A 2-yr review of the complaint history reveals no other reports have been rec'd for this serial number for the reported issue.